Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtba2d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert from the device and was admitted to the hospital. The right ventricular (rv) lead fractured and triggered a lead integrity alert (lia). The lead exhibited noise oversensing, high and undefined pacing impedance and high thresholds. The rv lead was programmed off initially pending a lead revision. It was further reported that there was lead adhesion between the rv and left ventricular (lv) leads. After the rv lead was extracted, the lv lead had unfavorable thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.